Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Medwatch # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that at the end of (B)(6), an argyle 1.9 fr. 30 cm single lumen peripherally inserted central catheter (PICC) line was placed in the left basilic vein. Per the procedure note, the PICC was trimmed at 13 cm. X-ray confirmed placement. The np inserting the PICC noted no complications during the procedure. Nine days later, during assessment of the infant, the rn noted that the PICC appeared to be leaking. The dressing was removed to closely inspect the site and the catheter. The catheter was noted to be leaking just under the purple hub on the PICC line. The PICC was removed when the issue noted.

Manufacturer narrative:
An investigation was performed. A device history review revealed no discrepancies that may have contributed to a complaint of the reported condition. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all device history records (DHR)s are reviewed for accuracy prior to product release. The actual sample involved in the reported incident was not returned for evaluation. No additional information, pictures or videos were received. Consequently, it was not possible to evaluate it as part of a comprehensive failure investigation. The PICC design failure mode and effects analysis (dfmea) were reviewed. Catheter/pigtail breaks or leaks at butterfly stabilizing wing junction can occur during normal use as a potential failure. However, manufacturing performs 100% leak and qa in process inspection; therefore a leakage/cracked would be detected during these processes. No probable cause was found since no sample, picture or video were received for testing, therefore the condition is not confirmed. If the sample is returned in the future, this complaint will be re-opened for further investigation. No trends or triggers have been found. Therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for (B)(4) material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.